Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. Our field service engineer investigated the system on-site and reproduced the reported failure. The inspiratory pressure transducer pcb was found faulty and was replaced. The inspiratory pressure transducer pcb was retained by the customer and not returned for investigation. The system device logs were sent for evaluation. The evaluation of the received system device logs confirms the reported failure. The leakage test failed due to excessive leakage. In the following complete system checkout the pressure transducer test also failed due to the gain correction factor for the inspiratory pressure transducer pcb was outside of allowed limit. The pressure transducer pcb has a factory calibrated gain correction factor value that normally is around 1. During system checkout the gain correction factor is measured and if the measured value is outside the allowed limit (± 0.05 from factory calibrated gain correction factor), the test will fail. The leakage test failed as a consequence of the inaccuracy in the pressure measurement. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the replaced inspiratory pressure transducer pcb was the cause of the reported failure.

Event description:
It was reported that the anesthesia system failed in the system checkout in the leakage test. According to the logs the pressure transducer test also failed. There was no patient involvement. Manufacturer's reference #: (B)(4).